Event description:
It was reported that there was high capture threshold and high impedance observed on the atrial lead. The lead was capped and replaced. The procedure was successfully completed with no adverse events before, during and after the procedure. Patient condition was stable.